Event description:
It was reported that the patient underwent a colposuspension with fascia lata graft. During suturing, the tip of the suture needle broke off.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74c1801766 that can be related to the failure mode reported in the customer complaint. Note: a non-conformance was issued for another condition that is not related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A complaint history review was conducted on the catalog number in question from 26-nov-2017 to 24-jan-2019. No complaints were received in this range with the same issue. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient underwent a colposuspension with fascia lata graft. During suturing, the tip of the suture needle broke off.